Event description:
It was reported that upon interrogation of the device, an episode of oversensing on ventricular channel was observed. The physician elected to schedule the patient for a routine follow-up. Patient condition was good. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.